Event description:
(1/2, reference (B)(4) for related complaints) (documenting pump 1) it was reported that two cadd legacy pumps were experiencing constant beeping after remodulin cassette had been infusing for 12 hours, no alarm message and pump displayed run with beeping. Stated daughter complained of a hot feeling, while the remodulin was not infusing. Pump replacements sent. No further details provided.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted. B3: unknown, corrected data: health effects corrected.